Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient experienced light-headiness and shortness of breath. The patient took the measurements and the cgm was reading 280 mg/dl and the blood glucose reading was 600 mg/dl. The parent called an ambulance, they took a bg reading (value not provided) and the patient was taken to the hospital. The patient has been treated at the hospital with insulin. The patient was discharged the next day. At the time of the report the patient was normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.